Event description:
Device history record was reviewed and nothing was found related to the reported event. A partial device log history was reviewed. 21 technical error 41 were found which confirms the reported event. Investigation revision: following reception of the reception of the defective part. The device was not returned to brézins as repairs were carried out locally. According to provided information, the upstream pressure sensor has been replaced, that solved the issue and was sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing abnormal is observed. This complaint is considered as valid and the root cause is linked to defective upstream pressure sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: the claimant's nurse indicated that near the end of the procedure, the device began displaying the "proximal occlusion" alarm. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.